Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet bionic pancreas, with the pump displaying ¿pairing with sensor¿; the user was guided to toggle the cgm setting and re-enter the sensor pairing code, after which the pump entered pairing mode. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no alarms from the pump. User support included customer service troubleshooting and education. Investigation of this case revealed a pairing communication issue consistent with cgm-sensor initialization and configuration steps, with no evidence of pump malfunction and no confirmed device component failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup challenges and expected pairing behavior.